Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient's blood glucose (bg) was reading "high" (>600 mg/dl) and the patient was very thirsty. The reporter stated that at 9:00 pm the patient's bg was 462 mg/dl and the patient corrected with a bolus to cover the bg as well as food that the patient was going to eat. The patient's bg at 9:40 was reportedly "high," so the patient was given a correction injection of insulin. The patient's bg reportedly remained "high" at 10:15 pm. The reporter denied any site or set issues. The reporter confirmed that the basal rates are set as intended and there have not been any changes to the advance settings. A review of the pump history indicated no alarms since (B)(6) 2012. There was no indication of a pump malfunction upon brief troubleshooting. The reporter was advised by animas customer technical support (cts) to take the patient to the ER and to contact animas back for additional troubleshooting of the pump once the patient had been seen by a healthcare provider. The reporter has not contacted cts back, and cts has made multiple attempts to obtain additional information and complete troubleshooting without success. There is currently no indication or allegation of a pump malfunction. However this complaint is being reported because the patient experienced sever hyperglycemia of undetermined cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no information from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery cap was found to be stripped; a test battery cap was used for the investigation. Also unrelated, the display screen was found to be faded and discolored; the display screen was replaced with a test screen and the display returned to normal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.